Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrocautery marks in the device casing. A hole was noted in the df(-) seal plug. The right atrial (ra)(-) seal plug was torn and body fluid contamination was in the connector block. These findings would not have contributed to the clinical observations. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) rate/sense channel, which was oversensed and resulted in pacing inhibition. It was noted that the patient was in the casino at the time. The noise was unable to be recreated with pocket manipulation or isometrics, and all lead measurements were normal by report. Technical services (ts) discussed the possibility of electro magnetic interference (emi) or diaphragmatic oversensing. Ts had previously discussed programming the rv sensitivity to least; it was noted that the rv sensitivity was at least. Additionally, it was questioned why there was an rv sense signal during left ventricular (lv) threshold testing and rate change. To date, there have been no reported adverse patient effects related to this clinical observation. The device was later explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.